Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left anterior descending artery. A 3.0x18mm xience xpedition stent delivery system failed to cross due to anatomy. Resistance during removal with anatomy was noted. Dilatation with an unspecified balloon catheter was performed and a non-abbott stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties are related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.